Event description:
This is a spontaneous case report received on 07-jul-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states. It refers to the plaintiff, who had essure (ess205) (fallopian tube occlusion insert) placed in (B)(6) 2002 for contraception. On or about (B)(6) 2002, plaintiff contacted her physician to discuss birth control options. Her physician recommended the essure device procedure, stating that it was safe and permanent alternative. She relied on the benefits and risks as relayed by her physician in reaching the decision to have the essure procedure over other methods of contraception. On or about (B)(6) 2002, plaintiff underwent the essure procedure. On or around (B)(6) 2011, she went to see physician who informed her that the device had perforated her fallopian tubes and that she required surgery to remove it. Shortly after, she underwent surgery to remove the essure device. In 2016, plaintiff learned that essure may have caused other women to develop symptoms like hers. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Nine years later, it was found the device had perforated her fallopian tubes and she was submitted to a surgery to remove it. This event is listed according to the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this particular case, although the exact mechanism of the reported perforation is not known; given its nature causality with essure cannot be excluded. This case was considered an incident, since device removal was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this case report was received from a lawyer on behalf of a female consumer/plaintiff who had essure (fallopian tube occlusion insert) inserted. Nine years later, it was found the device had perforated her fallopian tubes and she was submitted to a surgery to remove it. This event is listed according to the reference safety information for essure. Fallopian tube perforation is a potential complication of essure insertion or removal. In this particular case, although the exact mechanism of the reported perforation is not known; given its nature causality with essure cannot be excluded. This case was considered an incident, since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated her fallopian tubes / failure to occlude fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included oral contraceptive nos in 2012. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital hemorrhage ("excessive bleeding after essure"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) in 2012). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, genital hemorrhage, vaginal hemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, genital hemorrhage, menorrhagia, tooth disorder, vaginal hemorrhage and weight increased to be related to essure. The reporter commented: current weight: 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: not provided. Osseous appear intact. Two essure wires noted. Endometrial cavity contour is unremarkable. Tip of right essure wire does not appear to be in the right fallopian tube. Tip of left essure wire appears to penetrate the cornu area and wire is outside of left fallopian tube. Bilateral fallopian tube patency.; in (B)(6) 2012: results not provided.; in (B)(6) 2012: results: failure to occlude (close) fallopian tubes. Dye was passing through the tubes on both sides. Coils were outside of fallopian tubes and had to be removed to avoid damaging other organs (B)(6) 2012). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforated her fallopian tubes / failure to occlude fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concomitant products included oral contraceptive nos in 2012. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On an unknown date, the patient experienced genital haemorrhage ("excessive bleeding after essure"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) in 2012). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 175 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: not provided. Osseous appear intact. Two essure wires noted. Endometrial cavity contour is unremarkable. Tip of right essure wire does not appear to be in the right fallopian tube. Tip of left essure wire appears to penetrate the cornu area and wire is outside of left fallopian tube. Bilateral fallopian tube patency.; in (B)(6) 2012: results not provided.; in (B)(6) 2012: results: failure to occlude (close) fallopian tubes. Dye was passing through the tubes on both sides. Coils were outside of fallopian tubes and had to be removed to avoid damaging other organs ((B)(6) 2012). Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: fallopian tube perforation. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-jun-2020: ppf received model number was change e205 to e305. Date of removal was updated. Event of genital haemorrhage downgraded to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated her fallopian tubes / failure to occlude fallopian tube") and genital haemorrhage ("excessive bleeding after essure") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oral contraceptive nos in 2012. In (B)(6) 2011, the patient had essure (ess205) inserted. In 2012, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia) (event splitted for coding)"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) in 2012). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, fatigue, weight increased and alopecia outcome was unknown. The reporter considered alopecia, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, menorrhagia, tooth disorder, vaginal haemorrhage and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: failure to occlude (close) fallopian tubes approximate weight at the time of essure placement: 160 lbs. Current weight: 175 lbs. On (B)(6) 2012, hysterosalpingogram (hsg): results not provided. Essure confirmation test(s) conducted, dye was passing through the tubes on both sides. Coils were outside of fallopian tubes and had to be removed to avoid damaging other organs ((B)(6) 2012) quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received. Reporters were added. Patient¿s details, lab data and unstructured relevant tests were added. Abnormal bleeding(vaginal, menorrhagia), dental problems, dysmenorrhea (cramping), fatigue, weight gain / loss specify which one: weight gain, hair loss and excessive bleeding after essure were added as events. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.